Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 09/01/2020, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2020. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: device code 3009 captures the reportable event of gel misplaced, non-vascular. Patient code 1994 captures the reportable event of pain. Evaluation conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. According to the complainant, the entire 10ml of the hydrogel was believed to have been injected into the rectal wall. The patient experienced severe pain six weeks after the spaceoar procedure. Magnetic resonance imaging (MRI) was performed and the result showed that the spaceoar was in the rectal wall but the mucosa was intact. Reportedly, the physician required narcotics to care for the symptoms. The patient was given 500mcg of fentanyl but did not work and the patient had to be admitted. On october 07, 2020, additional information received stating that the patient was brought back for imaging and everything looks ok..

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2020, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 09/11/2020. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. According to the complainant, the entire 10 ml of the hydrogel was believed to have been injected into the rectal wall. The patient experienced severe pain six weeks after the spaceoar procedure. Magnetic resonance imaging (MRI) was performed and the result showed that the spaceoar was in the rectal wall but the mucosa was intact. Reportedly, the physician required narcotics to care for the symptoms. The patient was given 500 mcg of fentanyl but did not work and the patient had to be admitted. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.